Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted concurrently with a hysterectomy due to pelvic organ prolapse. The patient experienced pain, erosion, bleeding, infection, urinary/bowel problems, dyspareunia, and vaginal scarring. The patient underwent mesh trimming on (B)(6) 2008 due to mesh erosion. On (B)(6) 2008, the patient had partial mesh removal due to mesh erosion. On (B)(6) 2008, the patient had oversew stitching of previous trimmed out erosion area towards patient¿s left side due to mesh erosion. There was a revision of mesh, resection of previous nonfunctioning mesh urethral suspension, on (B)(6) 2011 due to mesh extrusion and nonfunctioning mesh. (B)(4).

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2004 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary urgency, urinary tract infection, dysuria, urinary frequency and urinary incontinence. (B)(4).

Manufacturer narrative:
It was reported that the patient concurrently underwent right salpingo oophorectomy.